Manufacturer narrative:
Device history record review and visual inspection of the device are ongoing.

Event description:
The company was notified on june 6, 2016 about an issue related to a carbomedics standard mitral valve (model m7-027, serial # (B)(4)). On (B)(6) 2016 dr. (B)(6) had begun to implant the mechanical mitral valve, it was being held by the valve holder, 3 stitches had been placed through the sewing cuff when dr punjabi inadvertently tapped the valve leaflet with his needle holder. A small piece of the leaflet broke off and dropped down onto the sterile field but did not fall into the patients heart. The broken piece was retrieved and is available with the valve for inspection. A second valve (another m7-027) was opened and implanted successfully.

Manufacturer narrative:
Review of the data contained in the device history record confirmed that the device s/n (B)(4) satisfied all material and dimensional requirements of a carbomedics standard mitral mechanical heart valve - model m7-027, at the time of manufacture and release. The examination of this carbomedics standard mitral mechanical heart valve - m7-027 led to the conclusion that a load, exceeding the ultimate strength of the pyrolytic carbon, was inadvertently applied to the leaflet during handling of the device for implantation, causing the leaflet breakage. This is in accordance with the case history description.